Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the pressure hose was wrapped around the outside frame of the unit. The fse resolved the issue by re-routing the hose, and then performed multiple successful auto-fills. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported the the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.